Manufacturer narrative:
On a unreported date in (B)(6) 2016, the patient experienced peritonitis. The product involved is an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the patient dropping their minicap on the floor and reconnected it to their transfer set. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency were not reported) for peritonitis. In the month after the onset, the patient completed their antibiotic treatment and the patient recovered from the peritonitis. Pd therapy was ongoing at the time of this reported. No additional information is available.